Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the force bipolar had the black wire catching near the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed the affected cable was the conductor wire, they confirmed the cable was catching near jaws. No thermal damage nor arcing were observed. Instrument was still conducting energy. Customer confirmed the affected cable was the conductor wire, they confirmed the cable was catching near jaws. No thermal damage nor arcing were observed. Instrument was still conducting energy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged from the force amplification pulley and the proximal idler pulley. The dislodged conductor wire was observed to contact and rub against the grip tang during articulation. This interference restricted the normal grasping motion of the grip. The conductor wire appeared expanded or loosened at the front section while the rear section remained tightly constrained near the pulley, creating a localized pinch condition. This condition prevented smooth wire translation during actuation, resulting in limited grip movement and incomplete closure of the jaws. The wire insulation was not damaged and the instrument passed the electrical continuity test. The complaint regarding black wire catching near the jaws was confirmed by failure analysis.the probable root cause can be attributed to instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove.